Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. There were no abnormalities noted that could have caused or contributed to this event. Based on event log file review there was no overfill or iipv issue detected on reported therapy. The device was delivering fluid as intended throughout therapy. The device was working as intended on reported therapy and device performed therapy as prescribed. During evaluation it was observed that the heater pan paint was damaged; however, this condition would not have caused or contributed to the patient death. The heater pan was replaced. A review of the device history and service history was performed with no abnormalities noted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report from baxter (B)(4) of a patient that expired. The nurse reported that while in the hospital (for an unreported reason) and performing peritoneal dialysis therapy, the patient passed away. The nurse stated the home patient was connected to the home choice machine at the time of death. The cause of death is unknown at this time. It is unknown if an autopsy was performed. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional relevant information become available a follow-up will be submitted.